Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that one of the hyoid suspension screws became dislodged from the mandible. The airvance hyoid suspension system was implanted in (B)(6) 2015 and a procedure was planned to remove the screw on (B)(6) 2015. Follow-up information was received and found that the device was implanted (B)(6) 2015. The patient started having jaw pain approximately 6 months post-implant and was prescribed antibiotic and steroid treatment on (B)(6) 2015. The patient continued to have pain and was referred to an oral surgeon whereby images were taken on (B)(6) 2015. The oral surgeon thought the screw appeared loose in the imaging. The imaging confirmed no abscess. The oral surgeon referred the patient back to implanting physician. It was determined the "loose screw" would be removed on (B)(6) 2015. The intervention took place on (B)(6) as planned; however, during the case the screw was found to be securely placed in the bone- it was not dislodged. The device remains implanted in the patient with no plans to remove at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.